Event description:
During product evaluation by baxter personnel, a colleague infusion pump experienced air in the line. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be an air in line printed circuit board that was out of calibration. To correct this condition, the air in line printed circuit board was recalibrated and the pump head module was replaced. If additional information becomes available, a follow-up report will be submitted.